Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The device was filled with a 60-ml solution consisting of morphine at 40 mg/ml, ketamin at 50 mg/ml, haloperidol at 5 mg/ml, and glucose at 50 mg/ml. This condition interrupted therapy and caused the patient pain. There was patient involvement, but there was no report of medical intervention necessary in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a ruptured reservoir. It was noted that the reservoir ruptured longitudinally from the set cap post to the volume indicator post. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. This issue is being investigated through corrective and preventative action (CAPA).